Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported a second instance of a telemetry transmitter being spontaneously discharged from the central nurse's station (cns). The first event was called in on ticket #(B)(4) the previous day. Additional log files will be sent in for investigation. No patient harm or injury was reported. Investigation summary: unintentional discharge could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm. As the operation of a discharge was confirmed to be caused by user input, the event was easily detectible to the user. Investigation reveals that the cause of the issue was not related to a device malfunction, but rather, workflow issues not related to the use of the device. Irc findings report that the discharging of the patient from the cns can be observed through the event logs, but the discharge operation was not performed at the cns. It is most likely that the customer performed the discharge at one of their remote nursing stations. As such, it is likely that the root cause is related to use error. A similar event was reported in ticket (B)(4), which had similar findings as the discharge did not occur at the cns but from an external system. No further issues were reported.

Event description:
The biomedical engineer (bme) reported a second instance of a telemetry transmitter being spontaneously discharged from the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported a second instance of a telemetry transmitter being spontaneously discharged from the central nurse's station (cns). The first event was called in on ticket #(B)(4) the previous day. Additional log files will be sent in for investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Patient age or date of birth,sex, weight, ethnicity, race, relevant tests/laboratory data, and other relevant history. Attempt #1 09/21/2022 emailed customer via microsoft outlook for all items in the no information section above. No reply was received. Attempt #2 09/28/2022 emailed customer via microsoft outlook for all items in the no information section above. No reply was received. Additional device information: concomitant medical products: the following devices were used in conjunction with the cns: telemetry transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) reported a second instance of a telemetry transmitter being spontaneously discharged from the central nurse's station (cns). No patient harm was reported.